Event description:
This was a lead extraction case. One cardiac lead was extracted successfully with a glidelight laser catheter. At the end of the procedure, the patient's blood pressure decreased. A chest x-ray was performed and a hemothorax was detected. The intervention to treat the hemothorax was successful and the patient survived.

Manufacturer narrative:
Details surrounding this event are actively being pursued and if more information becomes available, a follow-up report will be filed.

Manufacturer narrative:
Additional information was obtained in this case and is listed in this follow-up report: event date, patient's age, patient's gender, device model #, device lot #, device expiration date, device manufacture date. And lead information.